Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
An (B)(4) was reported to have become disconnected from the distal end of the green stripe tubing that plugs into the red cap end/white while being connected to a lumbar catheter. Cerebrospinal fluid (csf) leaked onto floor. The external ventricular drainage system was replaced. Additional info has been requested.